Event description:
It was reported that, "the pt underwent hip replacement surgery in 2006 and 2007." It was further reported that, "after implantation, the pt began to experiencing significant pain, consistent irritation and discomfort in the area of the device."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available, due to the ongoing litigation.